Event description:
Pulmonetic systems, inc. Received a call from a representative of the user facility on 07/02/02. The representative reported the following problem: unit started smoking. Patient was removed from vent. No patient harm.